Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to sidecom control board had a short. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecom control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call function does not work. The bed was located at the account in the shop. There was no patient/user injury reported. (B)(4).